Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the limb ischemia. The cause of the limb ischemia issue was most likely due to patient condition related based on the clinical information provided that patient had ischemic gut. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia in their left leg during impella support. The leg was initially noted to be mottled with no pulse and it was advised to the staff that the patient be escalated to an impella 5.5 for increased support. No immediate action was taken, and two days later, the foot was noticeably colder and mottled. A CT confirmed the ischemic leg coinciding with an ischemic gut due to multiple organ failure (mof). A fem-fem bypass was attempted however flow could not be re-established to the leg and the patient was taken to the operating room for limb amputation. A concurrent laparotomy revealed that the patient's gut was not compatible with life and the decision was made to withdraw care. The patient passed away from mof upon removal of support.